Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the device was not returned. The issue could not be reproduced and the root cause of the event could not be determined. Instructions: evis exera ii ultrasonic bronchofibervideoscope. Olympus bf type uc180f. Important information ¿ please read before use ¿ do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The error occurred on (B)(6) 20214 during an examination. An endobronchial ultrasound (eubus) puncture was planned. The examination was carried out under general anesthesia, after the image failure another endoscope was used for further examination (eus targeted lymph node puncture). The image failure caused a short delay, the patient suffered no harm as a result.

Manufacturer narrative:
This supplemental report is being submitted to provided additional information from the customer.

Event description:
It was reported the ultrasonic bronchofibervideoscope had no image. It was not confirmed when this event took place. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.